Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records manual power ups on the (B)(6) 2014 and the (B)(6) 2016, the longest of which lasts 2 minutes 24 seconds duration. No further log entries were recorded. Investigation was unable to replicate the reported fault. The manual power ups may indicate the user was power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.